Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the concord endoscopic cholangiography catheter was leaking at the connection site when being flushed. Another device with the same lot was opened and encountered the same leakage problem. A different catheter was used to complete the procedure. It was further noted that the device was leaking at the hub. There were no adverse effects reported due to the event and no report of an additional procedure.